Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was returned for evaluation. A visual inspection and a hydrophobic vent/housing failure test were performed. No malfunctions were identified during evaluation; the device met specifications.

Event description:
It was reported that an interlink administration set had leaked from the bottom of the filter. This occurred during patient infusion, however there was no adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.